Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in clinic, an increase in capture threshold and high pacing impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed but did not reveal any conclusive root cause. The rv lead was capped and replaced. The patient was stable.